Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1804963) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods one month after placement") and device breakage ("a fragment of 8 mm remained in the peritoneum") in a female patient who had essure (batch no. D31453) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fatigue ("intense fatigue episodes"), myalgia ("muscle pain episodes") and spinal column injury ("recurrent cervical vertebrae blocked"). In april 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), visual impairment ("vision decreased"), headache ("headaches") and complication of device removal ("fragment of 8 mm remained in the peritoneum. It was found on post operative plain abdomen x-ray"). The patient was treated with surgery (uterine dilation and curettage in jun-2017/ hysterectomy and salpingectomy in nov-2017). Essure was removed on (B)(6) 2017. In 2017, the fatigue and myalgia had resolved. At the time of the report, the menorrhagia, device breakage, spinal column injury, visual impairment, headache, adenomyosis and complication of device removal outcome was unknown. The reporter provided no causality assessment for adenomyosis, complication of device removal, device breakage, fatigue, headache, menorrhagia, myalgia, spinal column injury and visual impairment with essure. The reporter commented: occurrence of intense fatigue and muscle pain episodes started 6 months after placement. Patient¿s current conditions: the patient was under medical follow-up for more than one year (since the middle of 2016) by a physiotherapist for muscle pains. Orthoptic follow-up with rehabilitation from sep-2017 to nov-2017. Since the withdrawal the muscular pains have disappeared and definite recovery of energy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: fragment of 8 mm remained in the peritoneum abdominal x-ray - post operative plain abdomen x-ray. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: menorrhagia ¿ analysis in the global safety database revealed 802 cases. Device breakage - analysis in the global safety database revealed 2.298 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 15-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods one month after placement") and device breakage ("a fragment of 8 mm remained in the peritoneum") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fatigue ("intense fatigue episodes"), myalgia ("muscle pain episodes") and spinal column injury ("recurrent cervical vertebrae blocked"). In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), visual impairment ("vision decreased"), headache ("headaches") and complication of device removal ("fragment of 8 mm remained in the peritoneum. It was found on post operative plain abdomen x-ray"). The patient was treated with surgery (uterine dilation and curettage in (B)(6) 2017/ hysterectomy and salpingectomy in (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2017, the fatigue and myalgia had resolved. At the time of the report, the menorrhagia, device breakage, spinal column injury, visual impairment, headache, adenomyosis and complication of device removal outcome was unknown. The reporter provided no causality assessment for adenomyosis, complication of device removal, device breakage, fatigue, headache, menorrhagia, myalgia, spinal column injury and visual impairment with essure. The reporter commented: occurrence of intense fatigue and muscle pain episodes started 6 months after placement . Patient¿s current conditions: the patient was under medical follow-up for more than one year (since the middle of 2016) by a physiotherapist for muscle pains. Orthoptic follow-up with rehabilitation from (B)(6) 2017. Since the withdrawal the muscular pains have disappeared and definite recovery of energy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: fragment of 8 mm remained in the peritoneum abdominal x-ray - post operative plain abdomen x-ray. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-mar-2018 for the following meddra preferred terms: menorrhagia. The analysis in the global safety database revealed 724 cases. Device breakage. The analysis in the global safety database revealed 2.252 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1804963) on 15-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods one month after placement") and device breakage ("a fragment of 8 mm remained in the peritoneum") in a female patient who had essure (batch no. D31453) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2016, the patient experienced fatigue ("intense fatigue episodes"), myalgia ("muscle pain episodes") and spinal column injury ("recurrent cervical vertebrae blocked"). In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), visual impairment ("vision decreased"), headache ("headaches") and complication of device removal ("fragment of 8 mm remained in the peritoneum. It was found on post operative plain abdomen x-ray"). The patient was treated with surgery (uterine dilation and curettage in (B)(6) 2017/ hysterectomy and salpingectomy in (B)(6) 2017). Essure was removed on (B)(6) 2017. In 2017, the fatigue and myalgia had resolved. At the time of the report, the menorrhagia, device breakage, spinal column injury, visual impairment, headache, adenomyosis and complication of device removal outcome was unknown. The reporter provided no causality assessment for adenomyosis, complication of device removal, device breakage, fatigue, headache, menorrhagia, myalgia, spinal column injury and visual impairment with essure. The reporter commented: occurrence of intense fatigue and muscle pain episodes started 6 months after placement. Patient¿s current conditions: the patient was under medical follow-up for more than one year (since the middle of 2016) by a physiotherapist for muscle pains. Orthoptic follow-up with rehabilitation from (B)(6) 2017 to (B)(6) 2017. Since the withdrawal the muscular pains have disappeared and definite recovery of energy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: fragment of 8 mm remained in the peritoneum abdominal x-ray - post operative plain abdomen x-ray. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 19-mar-2018 for the following meddra pts (excluding this case): menorrhagia: 724 cases were identified. Device breakage: 2252 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-mar-2018: essure lot number added (d31453). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.